Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had distal femur fracture that was treated with retrograde nail in 2017. The nail was prominent and caused pain and notching of the poly.doi: (B)(6) 2004; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.